Event description:
Rptr has an issue regarding a medical device that was used in an operation for detached retinas. He had been operated on in 1982 for a left-eye detached retina and then again in 1985 for a right-eye detached retina. The latter operation had proven to be successful until about three years ago. Rptr understands from a recent diagnosis that the plastic "buckel material" has deteriorated, broken apart and turned brittle, when it was supposed to remain flexible as a sponge and has shifted in parts from its original position. This, of course, is a failure of the medical device which was represented to rptr to be a more permanent device. The left-eye "buckel material," from the older operation remains intact. It is rptr's concern to find out if the proper material was FDA approved. Rptr has summoned hosp records of operative notes, etc to determine what material was used, or "supposed" to be used. According to the doctor who performed the surgery, the material used was of a poly-ethylene or silicone material and was explained to pt to be white when it was originally inserted and has now turned grey and has decomposed. This problem has rendered rptr disabled from his regular employment functions as he has a severe case of continuous vertigo from the double images which he understands has been caused by interference with his eye muscles. He further understands that an operation to correct this condition is of high risk for blindness.